Event description:
A sprinter rx dilatation balloon catheter was inserted into a patient for the treatment of circumflex artery lesion. It was reported that the balloon was advanced over a guidewire to the circumflex artery for post dilatation of an unknown stent. The balloon was unable to be inserted in the stent. It was reported that the guidewire , guide catheter and the balloon catheter were removed from the patient. It was reported that the tip of the guidewire remained in the patient. During removal of the balloon, it was reported that the balloon catheter broke at an unknown location. There was no report of injury or secondary intervention required for removal of the balloon. The device has not been returned for analysis. The patient is fine. Please note that this device (lot number 0000324979) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation codes, results: (no device returned for evaluation and lack of information).